Event description:
It was reported that during a surgical procedure, the maryland bipolar forceps instrument was not working properly. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument's main tube had a large section with material removed all around the outer diameter. The damaged area is gray in color and has a rough surface finish. It was determined that the failure mode is consistent with the use of a potentially defective cannula accessory which may remove material from the instrument during use. This account has recently returned a defective cannula. Please reference the following MDR's: 2955842-2006-00114, 2955842-2006-00116, 2955842-2006-00118, 2955842-2006-00119, 2955842-2006-00120, 2955842-2006-00121.